Event description:
The customer reported being hospitalized due to low blood glucose of 47mg/dl. The customer stated that his glucose level was lower than normal a week prior the event. Troubleshooting was performed. The customer stated that his sugar was low and had a large bowl of ice cream at midnight, but an hour later his glucose level still was low. The customer continued treating with large amounts of orange juice, but his glucose kept dropping. The customer's most recent glucose reading was 110mg/dl, and he has treated with food. The programming and time were correct, but the date was behind by one day. The customer stated that the reservoir shows the same amount of insulin that the status screen shows. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.